Event description:
Healthcare professional reported a xen®45 gts event described as implant breakage due to slider didn't move smoothly during implantation in right eye. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information reported, surgery was completed with another xen® 45 gts.

Manufacturer narrative:
Correction: aware date [mw] was sent as 19/jan/2023. The corrected aware date [mw] should be 25/jan/2023.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant breakage due to slider didn't move smoothly" during implantation in right eye. No eye injury reported.

Manufacturer narrative:
Device analysis: to evaluate device functionality, the injector was tested for actuation. The slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The functional testing showed that the pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. The expected conditions were met. The reported complaint of slider resistance is not confirmed since during functional testing, the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, and since slider knob resistance was not observed.

Event description:
Healthcare professional reported a xen®45 gts event described as "implant breakage due to slider didn't move smoothly" during implantation in right eye. No eye injury reported.